Event description:
It was reported that the implantable neurostimulator (ins) was removed on (B)(6) 2025, no additional information provided. Registration shows the ins was replaced. Additional information from the manufacturing representative (rep) indicated that they were unaware who reported the problem. They became aware on the day of the replacement. They stated that the ins was replaced because the patient couldn't charge and wanted the battery moved. Over. The hcp made the medical judgement to replace the ins. Ins was discarded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.